Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was determined that the lead helix was intact, with no signs of damage. No irregularities were noted on the tip region of the lead. Laboratory testing was unable to reproduce the reported clinical observation of dislodgement. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead had dislodged post implant. It was reported that this right ventricular (rv) lead had pulled back into upper atrium and superior vena cava area. The physician decided to remove this lead, and another rv lead of the same type was implanted instead. The lead was returned. No adverse patient effects were reported.